Manufacturer narrative:
(B)(4). Date sent: 2/28/2024 d4: batch # e23090021 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the cecr45d reload was returned unfired with 2 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the right side. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the device batch e23090021, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.